Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use. This is the first complaint of this type for this part/batch number combination. Further trend analysis to be performed.

Event description:
It was reported that during a shoulder arthroscopy it was noticed that the device is defective. There is a malfunction of the suction and blocking of the water outlet red tubing. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.